Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an inaccurate fill estimate was received. Reportedly, the customer continued to use the cartridge for insulin deliveries. Customer's blood glucose level was 120 mg/dl.